Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the involved products were not used on the patient, the complaint was just cosmetic issue, there was no resistance and rupture of the apollo or the echelon or the ped.

Event description:
Medtronic received a report that two echelon microcatheters had a cosmetic issue without really using. It was reported there was catheter resistance. It was reported the apollo catheter ruptured. It was reported the catheter was broken. There was no friction or difficulty during delivery. Aside from the rupture there was no other damage to the catheter. It was reported two pipeline stents had a cosmetic issue without really using. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There is no patient involved in this event.

Manufacturer narrative:
Continuation of d10: product ID 105-5091-150 (lot: b531132); product type: ; implant date n/a; explant date n/a product ID ped-500-25 (lot: b480697); product type: ; implant date ; explant date product ID 105-5091-150 (lot: b531132); product type: ; implant date n/a; explant date n/a product ID ped-500-25 (lot: b480697); product type: ; implant date ; explant date . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.